Manufacturer narrative:
Testing and investigation at the service center found the device fan produced an abnormal noise and was not rotating fast enough to keep the device ambient temperature within normal limits. The customer contact a reported error code s233 (over temperature) was not duplicated during testing, but was confirmed in the device history. The probable cause was the cooling fan not working properly. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device fan produced a constant noise when the device was plugged in to ac power and displayed error code s233 (over temperature). There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.